Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and programmed a bolus override of 10 units instead of the intended amount of 1 unit. Reportedly, the customer disconnected from the pump. At the time of the reported event, the customer's blood glucose (bg) level of 114 mg/dl. The customer consumed carbohydrates and set a temporary rate of 0% to ensure bg level continued to stay within range.